Manufacturer narrative:
As of 07/15/2019 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated that medical attention was sought on (B)(6) 2019. Based on the information received, aso opted to file an MDR. Aso has reviewed records of biocompatibility tests and notified the manufacturer about the event as well as forwarding the returned product from the consumer for analysis.

Event description:
The initial report on 06/04/2019 consumer reported that product melted on the back of her foot on the shoe. Consumer stated that area was swelling and caused a serious damage. The consumer information request (cir) was received on (B)(6) 2019. Consumer reported that she required medical treatment. It was required disinfection for several days, in addition to use topical antibiotic ointment. In addition, consumer reported that the symptoms did not correct after she stopped using the product. Consumer still cannot use shoes or slippers with back.